Event description:
It was reported to philips that the device failed the operational check. The customer replaced therapy pca cable and test load but issue persisted. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device failed the operation check. The logs show errors 7..34..10 hv capacitor energy low, 7..38..10 defib test fail. The customer swapped out the therapy pca cable and the test load but the issue persisted. Available details indicate that the device 's therapy capacitor and therapy pca failed and replacement parts were sent. The device was not available for additional investigation as it remains at the customer site for use. Based on the information available, the cause of the reported problem was a component failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement therapy exchange and capacitor kit to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.